Manufacturer narrative:
It was reported that while the user was using the knee scooter it's handlebars became dismounted from the scooter, causing complainant to fall which required "medical care and treatment". In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
"Scooter handlebars to the rest of the scooter fell out".